Event description:
Perfusionist stated that during the surgical procedure, the venous return became inadequate. The collapsable venous reservoir on the d100 dideco kids c collapsed but did not completely shutoff as he thought it should. The perfusionist was distracted with other activities and air entered the reservoir through the cardiotomy line. The air was pumped through the oxygenator and arterial line to the patient. The perfusionist stopped the pump. The surgeon attempted to remove air from the aorta and the cpb system was debubbled. Afterwards, critical tests were performed and no patient injury was reported.

Manufacturer narrative:
The customer returned an unused unit of the same lot as the device used during the procedure. Laboratory testing produced the same result described by the perfusionist. Testing of units from different production batches produced the same result. The venous reservoir bag does not always shut off completely when the venous blood return becomes insufficient. This allows air to pass through the pump segment, oxygenator and arterial line. Failure of the bag to completely close is not considered a malfunction. The bag was never intended nor designed to guarantee complete closure due to the loss of venous return. The customer was under the misunderstanding that the bag would completely close under the above stated conditions. Another country's MFR will initiate a field notification that includes the product sold in the us. The current instructions for use will be modified to include a more detailed warning on the safe use of the device in the event of insufficient venous return. The filed notification with the additional warning will be conducted in the us. The local FDA office will be notified of the field action and the reporting number will be provided when it is available.